Event description:
Information was received that a smiths medica port a- cath was nonfunctional it leaked and needed to be replaced. Device was successful removed and replaced 6 days after interventional radiology. Medi-port was initially placed in august of last year. Port contrast study performed showed perforated right chest wall of port catheter. Catheter had a hole in it. No additional adverse patient effects.